Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device was unable to fire and the staple line was incomplete at the proximal end. The device operator overloaded the gun and cracked the handle. A new handle and reload was used in order to complete the case. There was no patient injury involved regarding the event. The devices are expected to be returned for evaluation.